Event description:
It was reported that the doctor was performing a micro asnis case on a fractured big toe. The doctor was entering a 2.0 screw over k-wire and when he torqued hard to screw, the cannulated screwdriver broke.

Manufacturer narrative:
Investigation in progress but not yet complete.

Event description:
It was reported that the doctor was performing a micro asnis case on a fractured big toe. The doctor was entering a 2.0 screw over k-wire and when he torqued hard to screw, the cannulated screwdriver broke.

Manufacturer narrative:
The affected device was not returned for investigation and therefore it is not possible to perform the product specific examinations. Hence, the root cause for the reported event cannot be determined. No indications were found for any systematic, design, material or manufacturing related issue. Device not returned.